Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of foam particles in the humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for investigation. During the evaluation of the device, the manufacturer visually inspected the device and customer complaint of black foam particles inside the humidifier was not confirmed. Unit is heating. Black spots were visible inside heater tubing connector.